Event description:
On (B)(6) 2013, the pt underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprostheses. The pt tolerated the procedure. On (B)(6) 2013, it was reported that the main body of the endoprosthesis had a small "rupture" or "hole." The pt underwent open surgery and the hole was sutured. The pt tolerated the procedure and is doing well. It is not known what caused the hole or rupture.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions: the instructions for use (IFU) for the gore excluder aaa endoprostheses states: the gore excluder aaa endoprostheses is intended to exclude the aneurysm from the blood circulation in pts who have appropriate anatomy as described below: proximal aortic neck angulation not to exceed 60 degrees. Additionally, the IFU states: adverse events that may occur and/or require intervention include, but are not limited to: occlusion of device or native vessel and surgical conversion. According to the gore excluder aaa endoprosthesis instructions for use: pts should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.